Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The analysis results found that the ecs29a anvil received with the ancillary trocar attached and in good visual condition. The breakaway washer was present and uncut, indicating that the device had not being fired. Event could not be confirmed as the ancillary trocar was removed and placed back without any difficulties. No lot or batch were provided, batch history review could not be performed.

Event description:
It was reported that during an exploratory laparotomy procedure, the surgeon had attached the ancillary trocar to the anvil when creating the anastomosis. When the surgeon tried to remove the ancillary trocar it would not detach. The account called the sales rep during the case and the surgeon spoke to the sales rep over the phone. The sales rep explained that the anvil cannot be removed by pulling it out straight. Per the rep's instruction, the surgeon tried turning a quarter rotation counter clockwise but it would not detach. The rep instructed the surgeon to try rotating the trocar a quarter turn clockwise and it would not detach, then the surgeon hung up. The sales rep called back and was told by the general surgery coordinator that the surgeon completed the case by cutting the anvil out of the proximate colon and using a second device of the same product code to complete the procedure. There were no patient consequences reported.